Manufacturer narrative:
Additional information was requested and the following was obtained: event date: (B)(6)2018 explain issue for each involved device: the wires/suture crumbled how was the case completed? N/a any patient consequences? N/a representative samples were received for evaluation. During the visual inspection, no defects were found on the package. The samples were opened and the swage and attachment area of the samples were as expected. The sutures were dispensed without problem and examined along of the strand and open braid defect was observed. The samples were tested for knot tensile strength and the result was above the minimum individual strength requirement. Per the condition of the representative samples, no suture breakage was found, however the assignable cause of the fraying suture is an open braid defect.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a glaucoma surgery in (B)(6) 2018, and suture was used. During the procedure, the thread of the suture freyed and broke when passing through patient's tissue. There were no patient consequences.